Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] since the essure tubal implants were fitted, I have suffered from polyarthralgia (wrists, metacarpophalangeal joints, ankles, shoulders, etc. Disabling shoulder pain + neck pain) [polyarthralgia] fatigue / exhaustion [fatigue] depression [depression] lumbar pain [lumbar pain] pain associated with unclassified inflammatory rheumatism [inflammatory rheumatism] arthrosis multiple [arthrosis multiple] fibromyalgia [fibromyalgia] case narrative: the below report was received by health authority (B)(6) (reference number: (B)(4) on 25-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of restless legs and finger operation. Previously administered products included: and nsaids. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important), arthralgia ("since the essure tubal implants were fitted, I have suffered from polyarthralgia (wrists, metacarpophalangeal joints, ankles, shoulders, etc. Disabling shoulder pain + neck pain)"), fatigue ("fatigue / exhaustion"), depression ("depression"), back pain ("lumbar pain"), rheumatic disorder ("pain associated with unclassified inflammatory rheumatism") and osteoarthritis ("arthrosis multiple"). On unknown date she experienced fibromyalgia ("fibromyalgia"). The patient was treated with methotrexate and naproxen (naproxen sodium). At the time of the report, the arthralgia and fatigue had not resolved. The outcomes for pelvic pain, depression, back pain, rheumatic disorder, osteoarthritis and fibromyalgia were unknown. No causality assessment was received for essure with regard to arthralgia, fatigue, depression, back pain, pelvic pain, rheumatic disorder, osteoarthritis or fibromyalgia. The reporter commented: extract from the referral letter from rheumatologist dated 11-jul-2024: tolerance problem with metaobject (methotrexate) (mtj) at 25 mg/week: oral apotheosis++ fewer adverse events (aes) with mtj 20 mg/week bio c-reactive protein 18 got 73 gpt 128 diffuse joint pain: wrists, metacarpophalangeal joints, ankles, shoulders, etc. Disabling shoulder pain + neck pain for 1 month; tens trial extract from the referral letter from rheumatologist dated 02-dec-2024: shoulder pain l > right especially at night recurrent neck pain; relieved by versatis patches bio c-reactive protein 7 got 37 gpt 70 an appointment with dr. M. Treatment mtj 20 mg/week very occasional intake of current patient status: since the insertion of essure tubal implants, I have suffered from arthralgia multiple. Tiredness, exhaustion,. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kg. [Ultrasound scan] (dates unknown): trapezius myocellulalgia unlimited shoulders diffuse polyenthesopathies moderate arthralgia of the metacarpophalangeal joints, proximal interphalangeal overall: mtj maintenance 20 mg/week bio monitoring versatis patch for myocellulalgic pain severe arthrosis multiple + diffuse pain with probable secondary fibromyalgia and bilateral acromial tight stenosis conflict l > rt ultrasound no tendon injury moderate arthralgia of the hands and wrists overall: stability of pain with mtj 20 mg/week bilateral acromial tight stenosis conflict => bilateral subacromial bursa infiltration tight stenosis ultrasound today (diprostene) case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Since the essure tubal implants were fitted, I have suffered from polyarthralgia (wrists, metacarpophalangeal joints, ankles, shoulders, etc. Disabling shoulder pain + neck pain) [polyarthralgia], fatigue / exhaustion [fatigue] , depression [depression] , lumbar pain [lumbar pain] , pain associated with unclassified inflammatory rheumatism [inflammatory rheumatism] , arthrosis multiple [arthrosis multiple] , fibromyalgia [fibromyalgia] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 25-mar-2025. The most recent information was received on 02-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of restless legs and finger operation. Previously administered products included: nordimet and nsaids. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important), arthralgia ("since the essure tubal implants were fitted, I have suffered from polyarthralgia (wrists, metacarpophalangeal joints, ankles, shoulders, etc. Disabling shoulder pain + neck pain)"), fatigue ("fatigue / exhaustion"), depression ("depression"), back pain ("lumbar pain"), rheumatic disorder ("pain associated with unclassified inflammatory rheumatism") and osteoarthritis ("arthrosis multiple"). On unknown date she experienced fibromyalgia ("fibromyalgia"). The patient was treated with methotrexate and naproxen (naproxen sodium). At the time of the report, the arthralgia and fatigue had not resolved. The outcomes for pelvic pain, depression, back pain, rheumatic disorder, osteoarthritis and fibromyalgia were unknown. No causality assessment was received for essure with regard to arthralgia, fatigue, depression, back pain, pelvic pain, rheumatic disorder, osteoarthritis or fibromyalgia. The reporter commented: extract from the referral letter from rheumatologist dated (B)(6) 2024: tolerance problem with metaobject (methotrexate) (mtj) at 25 mg/week: oral apotheosis++ fewer adverse events (aes) with mtj 20 mg/week. Bio c-reactive protein 18 got 73 gpt 128. Diffuse joint pain: wrists, metacarpophalangeal joints, ankles, shoulders, etc. Disabling shoulder pain + neck pain for 1 month; tens trial. Extract from the referral letter from rheumatologist dated (B)(6) 2024: shoulder pain l > right especially at night. Recurrent neck pain; relieved by versatis patches. Bio c-reactive protein 7 got 37 gpt 70. An appointment with dr. (B)(6). Treatment mtj 20 mg/week very occasional intake of current patient status: since the insertion of essure tubal implants, I have suffered from arthralgia multiple. Tiredness, exhaustion,. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kg. [Ultrasound scan] (dates unknown): trapezius myocellulalgia, unlimited shoulders, diffuse polyenthesopathies, moderate arthralgia of the metacarpophalangeal joints, proximal interphalangeal overall: mtj maintenance 20 mg/week bio monitoring, versatis patch for myocellulalgic pain, severe arthrosis multiple + diffuse pain with probable secondary fibromyalgia and bilateral acromial tight stenosis conflict l > rt, ultrasound no tendon injury, moderate arthralgia of the hands and wrists. Overall: stability of pain with mtj 20 mg/week bilateral acromial tight stenosis conflict : bilateral subacromial bursa infiltration tight stenosis ultrasound today (diprostene). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-apr-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.